Manufacturer narrative:
Infutronix is waiting for the affected device to be returned for evaluation.

Event description:
On (B)(6) 2022, infutronix received a complaint from an end user: "when running a 46 hour infusion with pump (B)(4), the patient expected their infusion to be complete, but they still had hours of infusion left." Device operator was a registered nurse. Medication infused was unknown. A patient was involved but not harmed. The contract manufacturer of the affected device is (B)(4) electric & machinery ltd, (B)(4).

Event description:
This is a follow-up for the initially filed MDR (3011581906-2022-00033).

Manufacturer narrative:
On 05/17/2022, infutronix confirmed with the service provider that the affected device was never returned for evaluation and therefore no root cause could be established. The complaint couldn't be confirmed.